Event description:
Patient reported left side rupture, lymph node in the left axilla, suggestive of siliconoma (captured as granuloma and lymphadenopathy) and there is at least one lymph node exhibiting silicone signal intensit, compatible with extracapsular silicone within a lymph node (captured as silicone migration). The report of cysts is deemed not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma & lymphadenopathy.

Event description:
Healthcare professional reported "intracapsular rupture-per MRI and capsular contracture baker grade iii."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g2.